Event description:
Outflow graft heartmate ii failure. Patient on left ventricular assist device support. He was diagnosed with an outflow graft bend relief disconnect. He has been referred for revision of the outflow graft bend relief.this is related to a problem that thoratec has already identified and provided a solution for. Also, the FDA is aware of this issue.this particular surgery replaced the outflow with a new one that has a special collar to ensure proper connection. This was proactively done (found on cxr) the patient was not experiencing any problems.what was the original intended procedure?graft exchange.device #1:is this a laboratory device or laboratory test?no.